Event description:
Eyes turn red, itchy. I bought contact lens from a page on (B)(6). Their name are tes lens or the owner is (B)(6). After I bought contact lens with prescription. She promised it was comfortable. But when I wear it to my eyes, I feel it like burning, made my eyes redness. Then I find she sell contact lens without license. It is illegal. The (B)(6).